Manufacturer narrative:
Zoll has not yet received the lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check, the lifeband (lot # unknown) sheared at the place where the lifeband enters the platform. No patient involvement.